Event description:
It was reported that during an angioplasty procedure in the left upper extremity, the pta balloon allegedly ruptured and detached. It was further reported that the detached balloon was removed with a snare retrieval kit. Current status of patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the investigation is inconclusive for the reported balloon rupture and balloon detachment, as the device was not returned for evaluation.the definitive root cause for the reported balloon rupture and balloon detachment could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5,d4 (expiry date: 10/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (10/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured and detached. It was further reported that the detached balloon was removed with a snare retrieval kit. Current status of patient is unknown.